Event description:
The iskd lenthener was implanted in 2005. The pt and doctor used the external monitor that tracks and records implant distraction. It was noticed that no additional length had been gained. The patient returned for examination and the doctor used a giggli saw to check the osteotomy site. The doctor attempted manaul manipulation of the limb twice and it was confirmed via x-rays that lengthening was not occurring. The iskd lengthener was scheduled to be removed and replaced with another lengthening implant (see MDR# 2183449-2005-00010).